Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ventricular pacing into a t wave which was suspected to initiate a ventricular fibrillation (vf) event. The device delivered an electric shock which successfully converted the rhythm. Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device remains in service.